Event description:
I have been using bausch and lomb renu with moistureloc contact lens cleaning solution for several years. You may be aware of its recent recall due to fungal contamination. From my experience, I can tell you that the problem did not occur/originate in the early part of 2006. I started using a new batch of bausch and lomb renu with moistureloc contact lens cleaning solution in 2005, and that is when I had experienced the typical symptoms of fungal keratitis for the first time. But I was not aware of the disease at that time and did not suspect the bausch and cleaning solution. I learned about the issue after the news of its recall surfaced. Since 2005, I have contacted optometrists, ophthalmologists and tried several precautionary things from my end such as changing the contact lens, lens cases etc, while not suspecting the lens cleaning solution. I think the co -MFR- making moistureloc contact lens cleaning solution should go back to their gmp procedures of early 2005 to figure out the origin of the contamination. If I understand correctly, the co's claim is that the problem occurred in early 2006. This is not correct. That is not right either. I am still struggling with the problem with no relief and wish no body else suffer the way I suffer for using a product that is supposed to have passed qc.